Event description:
The user received erroneous creatinine results for three patient samples of which, one was found to be discrepant. The initial result was 1.4 mg per dl, repeat result on the same analyzer was 0.7 mg per dl. The initial result was not reported. Investigation is ongoing. If additional information is received, appropriate notification will be provided.